Event description:
Through the review of the medical article ''transcatheter aortic valve replacement in left ventricular assist device patient overcoming the complications with transapical approach and circulatory arrest'' corresponding author milica bjelic, brian ayers, frederick s. Ling, sunil m. Prasad, igor gosev et al. The following event was identified: after valve deployment of an off-label case with a 29 mm sapien 3 valve, severe paravalvular leak (pvl) was noted requiring post-dilation. The valve migrated during post-dilation and was positioned within the left ventricle. A 2nd valve was deployed. Overnight the dislodged valve migrated in the left ventricle again occluding the lvad inflow. The 1st valve was explanted and a valve in valve was performed on the 2nd valve due to moderate pvl.

Manufacturer narrative:
The valve serial number, implant date and date of event are unknown. The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code, component codes and investigation conclusions and investigation findings. Added new information to h.6 device code, type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed due to unavailability of relevant imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It should be noted that this event involved thv implant in an oversized native aortic annulus with no native calcium present, which is not an indicated use of the sapien 3 (s3) valve with a commander/certitude delivery system (ds). Therefore, this was off-label operation. Per medical article, after initial deployment of 29mm s3 thv with 3 extra cc, severe pvl was noted. The valve was post-dilated with 5 additional cc, and during post dilation the valve was dislodged and embolized into the left ventricle. Deployed valve exhibits paravalvular leak per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedural training manual identify several procedural and anatomical factors which can contribute to pvl including thv size-to-annular size considerations. Per the training manual, a 29mm s3 thv is recommended for the annular area range of 540 to 683 mm2, which is well below native annulus dimensions reported for this patient (810 mm). Therefore, due to an oversized annulus, and despite inflating above nominal volume, it is likely that the pvl skirt was unable to properly seal against target site. Valve embolized into ventricle. Per the instructions for use (IFU), embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, it is likely that a combination of an oversized annulus and lack of annular calcium impeded proper strength of attachment between the valve and target site, resulting in ventricular embolization upon post-dilation. As such, available information suggests that procedural factors (off-label operation - oversized annulus and non-calcific native annulus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-10295.